Event description:
Customer reported the system will not produce images and is displaying a filament regulator error inside a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and performed a filament calibration. System operates as intended.